Event description:
It was reported that the patient read about the recall related to potential premature battery depletion for m106 devices. The family is now concerned that the battery is depleting prematurely as the patient is having facial redness which the patient's mother related to an increase in seizures. It was also mentioned that the patient is in the hospital but the reason for hospitalization and relation to vns is unclear. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution and based upon the date of the trim-test tab operation, the device is expected to be susceptible to premature battery depletion as it was laser routed. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient's generator was replaced and was likely discarded per hospital policy. Review of internal generator data confirmed that the battery had been depleting normally. No further relevant information has been received to date.